Event description:
It was reported that during a routine follow-up, high, out of range pacing lead impedance, high capture threshold and loss of capture were observed. The lead was capped and replaced. The patient condition was fine following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.